Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Call received from nurse stating that customer was hospitalized due to low blood glucose. The current blood glucose reading is 29 mg/dl. Customer was transported by ambulance, the blood glucose reading was 22 mg/dl. Customer was treated by paramedics with glucose during the ride to the hospital. Nothing further reported.